Event description:
It was reported that during the angioplasty procedure to treat a chronic total occlusion in the non-tortuous superficial femoral artery with a de novo lesion, a 2.0mm x 20mm x 90cm armada 14 balloon dilatation catheter (bdc) was advanced over an unspecified guide wire and to the lesion. When attempting to inflate the armada 14 balloon, the balloon would not inflate. Upon withdrawal from the anatomy, a balloon pinhole was noted. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.